Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip and deformed plunger (rubber stopper). The following information was provided by the initial reporter: "after the collection, when the nurse pointed the needle upward to remove the gas in the front end, she found that the blood spilled from the vent plug and flowed out along the plunger."